Event description:
On (B)(4) 2013, the reporter contacted animas, alleging the up arrow and ok keypad buttons were difficult to push and required multiple hard presses to respond. The reporter noted the keypad rubber was peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/01/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons responded appropriately. The symbols on the keypad buttons were worn, which has no effect on insulin delivery. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
(B)(4). Correction: it was inadvertently reported that the keypad cover was intact. Evaluation revealed that the keypad cover was peeling. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump.